Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was turning off on its own any time they were at their house. There were no power-on-reset (por) conditions seen on the patient device. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pr1j, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that no troubleshooting was performed. The patient was instructed to be aware of the battery on and off button. The event was not believed to be related to the device; the manufacturing representative believed it was due to user error. The patient outcome was not provided as the manufacturing representative had not spoken to the patient. If additional information is received, a supplemental report will be sent.